Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2019 with the following findings: during investigation, the battery compartment is cracked above the grip and the returned battery cap is able to secure and fully tighten. There was evidence of moisture corrosion inside the battery compartment. Investigation basal duration test was unable to reproduce power loss or rebooting. The complaint regarding power issue was reported on (B)(6)2019. Black ox contains data from (B)(6)2019 to (B)(6)2019 and shows no evidence of rebooting or power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.